Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low." Correct sra statement should be, the sra indicates the risk associated with a quality problem with no impact on safety is "low."

Manufacturer narrative:
(B)(4): suspect (B)(6) bi.

Event description:
The customer reported a positive result with a cyclesure (tm) 4 biological indicator (bi) after a completed sterrad (tm) 00s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was (B)(6). The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of (B)(6) cyclesure (tm) 4 biological indicators.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, visual analysis of returns, retains analysis, functional analysis of unused returns, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. (B)(4). The suspect bi was returned for evaluation. Visual inspection confirmed the bi to be positive for growth. Purple staining was visible on the vial label, indicating the ampoule may have had pre-existing damage. A damaged or broken ampoule may burst during sterrad processing to leave a purple stain on the vial. Media that leaks on the spore disc prior to or during sterrad processing may prevent the sterilant from contacting the spore disc, thus resulting in positive growth. Thirty-two retain bis from the lot involved were subject to functional evaluation, of which all met specifications when used per instructions for use (IFU). Twenty unused bis from this lot were returned and submitted for functional evaluation. Two were used as controls, and eighteen tested met functional specifications. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "limited." The cyclsure® 24 bi was returned and visual analysis confirmed the reported suspect positive bi event. The most likely assignable cause is that there was pre-existing damage to the ampoule, which could have led to a positive bi. It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, retains and unused samples returned from the customer met functional specifications when processed/used per IFU, and lot history review found no significant trend in the lot involved. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. The issue will continue to be tracked and trended.